Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital from a rehabilitation facility with a change in mental status and a possible driveline(dl) infection. The patient presented with erythema of the driveline insertion site that started the day prior to admission. No drainage was noted. A driveline culture was not obtained and blood cultures were (B)(6) throughout the hospitalization. The patient had been on keflex suppressive for recurring uterine track infections. The customer reported that the patient has a history of hallucinations and change in mental status with any infection and symptoms relieve as antibiotic therapy works. As of (B)(6) 2018, the patient had been discharged back to the rehabilitation hospital on oral antibiotics. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.